Manufacturer narrative:
(B)(4). Four sealed packages were returned for evaluation. Sales unit carton was not returned. Each of the needles in the packages were bent and there were holes that went through tyvek and film layers in each end of the packages. There were scrapes around the holes where the needles had slid along part of the package before forming the holes. In the normal packaging process, packages are alternated in orientation and nested into the sales unit cartons. The damage to each of the packages is aligned to the needles of the packages nested next to it. The damaged devices and the holes appear to have been caused by compression or force on the sales unit carton crushing the packages. This damage is not consistent with any packaging process. Damage most likely occurred during shipping or storage of the product. Batch history records for the devices were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that while stocking the shelves with devices it was noticed that when they opened the box of needles there was a hole in the tyvek on all four packages and the needles were bent. There was patient involvement.